Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 450 mg/dl which was treated with manual bolus and based on customer report customer alleged insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The reservoir will not be returned for analysis.